Event description:
It was reported that the patient presented for a generator change procedure. Upon interrogation, the right ventricle lead exhibited unspecified oversensing and high capture threshold. The lead was capped and replaced on (B)(6) 2025. The patient was stable in condition.